Event description:
A malfunction alarm was reported, identified by the code malf 0, with fault ID 0x2455 noted. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.